Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for normal follow-up, low sensing, loss of capture and high pacing lead impedance was observed. The pacing lead impedance was increasing over the last months. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good post-procedure.